Event description:
Boston scientific received information that the right atrial (ra) lead exhibited high out-of-range (oor) pacing lead impedance measurements greater than 2,000 ohms. Noise which was oversensed resulting to pacing inhibition and asystole less than 2 seconds was also observed. Subsequently, the lead was found to be fractured. Additional information from the field representative indicated that the lead fracture could not be confirmed by x-ray or fluoroscopy, however, visual inspection showed evidence of fracture. Also, the oor measurement was observed on a pacing system analyzer (psa). Further, good capture and thresholds were obtained. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.